Event description:
A pt had a heparin drip and a bag of saline hanging. The nurse piggybacked the heparin into the saline tubing below the IV pump and opened the clamp wide open, thinking that the pump would control the heparin rate. About 250 ml (containing 12,500 units of heparin) rapidly infused. Rptr is not aware that any long term harm was done to the pt.